Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that there was an issue with the screen of the device and the stylus touch-pen, however the comment of the device being unable to interrogate could not be confirmed. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a screen/stylus pen issue. It was also reported the programmer was unable to interrogate. The programmer was returned for service. No patient complications have been reported as a result of this event.